Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that approximately eight hours post filter implant, the patient presented to the emergency room in extreme pain and imaging demonstrated that one of the ivc filter limbs had perforated the vena cava. In addition, it was observed that the filter had moved caudally, and was tilted, with the apex sideways in the cava. The ivc filter was retrieved without incident and another manufacturer's ivc filter was successfully implanted.